Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no reported impact to the customer¿s blood glucose level. The patient declined any further follow-up and troubleshooting, leading technical support to close the case.